Manufacturer narrative:
According to the sales representative, the tip of the vessel dilator for a 6f/7f mynx ace vascular closure device (vcd) broke off into the patient during withdrawal. The physician performed an x-ray; however, they never found the tip. Hemostasis was achieved with manual compression, and there was reportedly no patient injury. The access site was located in the artery of the right groin, which was scarred. There was no stent deployed near the access site. For access site closure, a mynx ace vcd was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). There were no anomalies noted with the vessel dilator prior to use in the patient. There was no resistance/friction experienced as the vessel dilator was inserted into the sheath; however, there was resistance/friction experienced as the sheath/vessel dilator were advanced into the patient over an unknown wire, and was required to apply excessive torquing and excessive force during insertion. It was reported that the tip likely came off as the doctor withdrew the dilator from the patient. There were no damages or anomalies noted to the sheath after removal from the patient. Hemostasis was achieved with manual compression, and there was reportedly no patient injury. A non-sterile mynx ace vcd was returned for investigation. Visual inspection confirmed that the distal end of the dilator had broken off at the bleed-back port. A separation of the distal tip was noted approximately 22 mm from the distal end and signs of plastic elongations at the separation site suggests excessive force was applied to the vessel dilator during withdrawal from the patient. Review of lot f1700303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The event reported as ¿vessel dilator-separated¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event could not be conclusively determined. However, procedural/handling factors may have contributed to the report event due to scarred groin that may have resulted in the tip of the dilator having insertion difficulty into the vessel and causing the tip to kink and separate. According to the product instructions for use, users are instructed to confirm via femoral arteriogram prior to using mynx ace that there is no evidence of significant pvd in the vicinity of the puncture. Neither the device history record review nor the product analysis suggest that the event experienced by the customer is related to the manufacturing process. A risk assessment has been initiated to address this issue with the risk management documentation.

Manufacturer narrative:
The manufacturer email is (B)(4). The device was returned for analysis; however the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
According to the sales rep, the tip of the vessel dilator for a 6f/7f mynx ace vascular closure device (vcd) broke off into the patient during withdrawal. The physician performed an x-ray; however, they never found the tip. Hemostasis was achieved with manual compression, and there was reportedly no patient injury. The access site was located in the artery of the right groin, which was scarred. There was no stent deployed near the access site. For access site closure, a mynx ace vcd was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). There were no anomalies noted with the vessel dilator prior to use in the patient. There was no resistance/friction experienced as the vessel dilator was inserted into the sheath; however, there was resistance/friction experienced as the sheath/vessel dilator were advanced into the patient over an unknown wire, and was required to apply excessive torqueing and excessive force during insertion. It was reported that the tip likely came off as the doctor withdrew the dilator from the patient. The physician performed an x-ray; however, they never found the tip. There were no damages or anomalies noted to the sheath after removal from the patient. Hemostasis was achieved with manual compression, and there was reportedly no patient injury.